Manufacturer narrative:
According to the received information, the root cause of the reported reaction could not be identified. However, skin necrosis can occur in the context of vascular skin disorder if not detected/diagnosed and treated timely. In this case, no vascular complication was diagnosed vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in spain. According to the information received on 30-jan-2023, a patient was injected on (B)(6) 2023 with 0.5ml of teosyal rha 2 (tp30l-22371al0) in the upper lip. One week after the injection, on (B)(6) 2023, the patient reported to the injector the appearance of pain on (B)(6) 2023 , vesicles on (B)(6) 2023 and "herpetic" lesions on (B)(6) 2023 in the injected area. The patient was reviewed by the injector on this same day and the latter, with the support of a local medical expert, diagnosed a necrotic scab on the upper left hemilabium and vesicles in the central region of the upper lip, both of mild intensity. The skin necrosis resulted from a vascular complication. As a corrective action, on (B)(6) 2023, the injector treated the patient with hyaluronidase (500ui, two injections) all over the upper lip. He also prescribed an antibiotic cream (mupirocin ointment 20mg/g, one application every 8 hours for 7 days), and non-steroidal anti-inflammatory, acetylsalicylique acid (adiro 100mg, 1 tablet every 24 hours for 7 days). On (B)(6) 2023, we were informed that the injector had treated the patient with a third hyaluronidase injection (unknown date), which led to the complete resolution of the symptoms. Thus the case is considered closed as it is.